Event description:
The user reported the stent fractured prior to removal from the patient. The physician stated the patient had a consistent violent cough which applied additional stress to the stent. After removing the stent, the stricture appeared open in the area where the stent had been placed. No patient harm or injury was reported. The user did not provide a lot number. The implantation date provided in this report is an estimate.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.